Event description:
It was reported that the pump's usb port was damaged, impacting the customer's ability to charge the pump and causing the pump to shut down. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer agreed to continue using their current pump as a backup therapy until the replacement arrived.